Event description:
It was reported that the user inadvertently powered off the ilet during a supply change and was guided to restore function by placing the device on the charging pad. Symptoms included no reported adverse clinical effects. Outcomes included resolution through troubleshooting and education, with no alerts or alarms reported. Investigation included customer interview and device-use troubleshooting focused on supply change steps. Investigation of this case revealed user error during the supply change process with no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.